Event description:
The customer reported that while pipetting a plate on summit the technician noticed that no sample was dispensed into wells a1 thru h1, c2, d2, e2 and f2. No error was generated by the summit. No death or serious injury was associated with this incident.